Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ on a patient with a restricted septal leaflet. A first clip, a triclip xtw (60217r1009) was inserted and deployed on the tricuspid valve. However, imaging issues occurred, and post deployment, imaging revealed that the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a second clip, a triclip xtw (60216r1039) was deployed close to the first clip. To further reduce tr, a third clip, a triclip xtw (60217r1011), was then inserted. However, when the third clip (60217r1011) was inserted into the right atrium (ra), it was unable to open. Therefore, the third clip was removed and replaced. A triclip xt (60318r1012) was then inserted, and grasping was performed. However, while positioning the clip and grasping attempts, the triclip xt (60318r1012) interacted with the second implanted clip (60216r1039) causing the second implanted clip (60216r1039) to detach from the septal leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was continued, and triclip xt (60318r1012) was then deployed on the tricuspid valve, attached to the posterior and septal leaflets, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda cannot be determined. The cause of the reported difficult imaging appears to be due to tee imagine quality. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.